Event description:
Customer reported that she was hospitalized several times due to low blood glucose, high blood glucose and dka. Customer stated that the blood glucose readings at the time of hospitalization were from 22 to over 800 mg/dl. Customer stated that her insulin pump was not delivering the insulin as it should be. Customer stated that a family doctor delivered 10 units of insulin and only 2 units came out. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had cracked reservoir tube lip and case near display window corners and case.